Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -13.0/+3.0/099 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to excessive vaulting. The lens was exchanged for another same length lens and the problem was resolved. The reporter indicated the cause of the event was unknown.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro-centrifuge vial. Visual inspection found no visible damage to the lens. There was residue on lens. (B)(4).